Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that a few months ago they lost all stimulation sensation. No external or patient factors were known to have contributed to the issue. Impedances and connection testing was done and they were all bad. An x-ray of the pocket confirmed that the lead was in the battery. Surgery was planned and the issue was not resolved at the time of the report.